Event description:
It was reported that the left leg of the device fractured beneath the folding mechanism.

Manufacturer narrative:
It was reported that the left leg of the device fractured beneath the folding mechanism. The customer stated that the frame tubing "completely severed" while his wife was attempting to place an item in the refrigerator, causing her to fall to the ground. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.